Event description:
Doctor used the catheter and once in femoral artery the tip of the catheter came off and was lost in the femoral artery. Confirmed with CT scan.

Manufacturer narrative:
Removed life threatening .